Event description:
The company was informed that the patient existing infection flared up. The implant surgeon explanted the device, cleaned up the middle ear and mastoid and proceeded to reimplant the patient with another advanced bionics device. In addition to the patients infection, the device was also explanted due to the patients need to undergo MRI for a new heart condition. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.